Event description:
Caller reported blood glucose results of 517 mg/dl, 206 mg/dl, and 117 mg/dl on the compact plus system within 10 minutes. Reported no symptoms or adverse event. A request was made for the return of the system, replacement was sent.